Manufacturer narrative:
The anchorfast device was not saved; therefore, a device evaluation could not take place. A complaint history trend analysis was conducted for similar complaints and no adverse trends were observed for et tube self-extubation. Although the specific lot number for this reported event was not known, a device history records (DHR) review was conducted on two possible lot numbers and the records were found to be complete and accurate. Hollister will continue to monitor this reported issue. Since the exact lot number was not known, only the di portion of the UDI is known.

Event description:
It was reported that a sedated patient who was using a hollister anchorfast oral endotracheal tube fastener experienced a self-extubation of the et tube. It was reported that the respiratory therapist heard the ventilator alarm and found the patient extubated. It was reported that a reintubation was required. It was further reported that the anchorfast barrier pads were not very sticky when it was felt. In addition, they reported that there was no harm or injury to the patient as a result of this event.